Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of this procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Four implants were placed in class 2 and 3 bone on 12/19/96 during a complex procedure in which the implants were placed in immediate extraction sites. The implant in site #3 was removed on 2/28/97. The clinician reports that the failure may be due to delayed soft tissue closure at the site due to tobacco use by the patient.